Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up, the physician observed the right ventricle (rv) lead threshold had increased. All other parameters were stable, and the patient isn't pacemaker dependent. Initially the physician reprogrammed the device with only left ventricle (lv) stimulation, but ultimately the physician decided to replace the rv lead on (B)(6) 2019. The lead was discarded at the hospital, therefore is not available for return.